Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video assisted thoracoscopic surgery lobectomy, while on lung parenchyma, there was a poor staple formation. The surgeon heard a crack when firing the stapler and as a result, the staple line was needed to be over-sewed. The surgeon used the first handle and reload and noticed a crunch when firing. The surgeon loaded a second but felt that it was the same as the first and so placed those aside and opened and used a new handle and reload.  As a result of the event, there was an added extra time on the case and for the patient in the operating room.

Event description:
According to the reporter, during laparoscopic appendectomy, while being applied to the base of the appendix, there was a poor staple formation. The surgeon heard a crack when firing the stapler and as a result, the staple line was needed to be over-sewed. Surgeon used the first handle and reload and noticed a crunch when firing. Surgeon loaded a second but felt that it was the same as the first and so placed those aside and opened and used a new handle and reload.  As a result of the event, an added extra time on the case and for the patient in the operating room.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, d10, g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted the device was found to be partially fired and the device had damage to the cutting edge of the knife blade. It was reported that the device initially fires, but failed to complete the firing cycle and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.